Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the fse discovered a video display issue on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
(B)(6). During preventative maintenance (pm) conducted by a field service engineer (fse) the fse replaced the coiled cable cord. The display still did not calibrate correctly. The fse then replaced the display monitor to the video generator board and recalibrated the unit. This resolved the issue. The fse completed the pm with full calibration, functional testing and safety checks to the factory specifications. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: telephone number- (B)(6).